Event description:
It was reported that the device latch broke off on the lid and did not allow the latch to close. Physio-control evaluated the device and found that it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be a dislodged latch assembly from the mount. The latch assembly connects to the on/off button switch flex assembly. A replacement device was provided to the customer.